Event description:
Nurse went to turn on suction and the canister broke off the wall with very little effort. This was a 1000 cc canister. This is the first report I have received of a canister breaking like this. No thoughts from the staff on what caused or contributed to this event other than it broke of very easily. There wasn't anything resting on or pushing up on the device at the time it broke.